Manufacturer narrative:
This device was not returned to mmdg for evaluation and no lot number was provided. Because it was not returned no investigation could be performed. Because the lot number wasn't provided, no DHR review could be performed.

Event description:
The initial reporter stated that they had a set that leaked. Mmdg did contact the initial reporter for additional information. The only information provided was that the patient did not have any delay in their therapy and was "doing fine" after the event. (B)(4).